Event description:
It was reported the physician damaged the ipg during a procedure to replace a fractured lead. The physician replaced the ipg with another one and this issue is resolved.

Manufacturer narrative:
Correction/removal reporting number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.